Event description:
It was reported that one day after the implant procedure, the left ventricular lead was dislodged and it was concluded the coronary sinus (cs) had been dissected. The cs was allowed to heal for 3 months and then the lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).